Event description:
The pt developed an infection approx 2 months after implant. The pt did not want the device removed and was treated with oral antibiotics, but developed an infection higher up the leads. The physician insisted removal was the only alternative. The implantable neurostimulator was removed. They planned to wait a minimum of 6 weeks post-removal and post-antibiotics before replacing the device in a different location. Post-operatively, the pt had some pain and it was thought to be at least somewhat infected.

Manufacturer narrative:
(B)(4).